Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that three ophthalmic blades were found to be dull during three different surgical procedures while incisions were being made. The patients were between approximately sixty years of age and their late eighty's. All procedures were completed on the same day using an alternative knife. There was no patient impact. This report pertains to one three different event dates received from the same facility.